Event description:
It was reported that the fire department received a call on (B)(6) 2015. Upon arrival, the crew initiated manual CPR (exact length of time was not provided). The crew then placed the patient on the autopulse platform to initiate automated compressions. However, the autopulse lifeband did not size down to the patient's chest. Manual CPR was continued while the crew tried to get the autopulse started. Customer reported that they did not see any user advisory (ua) codes on the display. They then placed the patient on another manufacturer's automated resuscitation device and transported the patient to the hospital. Customer was not sure if a patient death was involved upon arrival to the hospital. However, no adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The staff checked the autopulse after the call and reported that the device seemed to be in proper working order. The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were noted. The platform underwent initial functional testing with no faults or errors exhibited. The autopulse also underwent and passed load cell characterization testing. A review of the platform's archive data was performed and found multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and ua 18 (max take-up revolutions exceeded) codes on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n (B)(4)), ua 7 is exhibited when the platform detects that the patient is not properly centered and ua 18 is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Per the platform's archive data, at the time that this ua was exhibited, there was no recorded load change. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint could not be duplicated, as the platform functioned as intended during functional testing. However, review of the platform's archive data found that the platform exhibited both ua 7 and ua 18 on the reported event date. Investigation of the returned platform did not find any mechanical issues that may have caused or contributed to these ua's. The platform passed all final testing criteria.